Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. H11: resolution and disposition are still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26mar2020. B4: 27mar2020. The customer accepted a quote and was shipped a material-only front bezel. The customer replaced the bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06may2020. B4: 08may2020. The manufacturer¿s field service engineer (fse) sent the quote for material-only front bezel. The customer accepted the quote and front bezel material only was shipped . No more information can be provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported nav ring failure. There was no patient involvement.